Event description:
Related manufacturer reference number: 2017865-2023-22749. Related manufacturer reference number: 2017865-2023-22752. Related manufacturer reference number: 2017865-2023-22754. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was congestive heart failure. No additional information was reported.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.